Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer requested troubleshooting of insulin pump due to no delivery issues. Customer states blood glucose levels were between 300 mg/dl and 350 mg/dl and customer is not able to lower with bolus delivery. Customer reports to have been hospitalized a couple of weeks prior to call. Customer was transferred to a fully trained pump technician.